Event description:
The lay user/patient contacted lifescan in 2008 and alleged that she was having a cocking control issue with her one touch minilancer lancing device. The medical affairs specialist was unable to reach the patient after several attempts via phone. A letter was sent to the address provided. The patient reported that the alleged issue first occurred on eight days earlier at 2:00 pm. She also mentioned that after the reported issue began, she developed symptoms of being dizzy, sweaty, "room was spinning", and fast heart rate. However, she reportedly took no diabetes treatment actions following the issue and did not receive/require any medical treatment or intervention. The patient consulted a pharmacist and was advised to call lifescan for the issue. She was not tested on any other device. At the time of troubleshooting, it was verified that this was not a new product. Based on the info provided, there was no misuse of the product. The patient was explained that the cocking lever was not intended to stay back after being cocked. This complaint is being reported because the pt alleged that she experienced symptoms suggestive of severe hypoglycemia after the reported issue began. The alleged issue was not resolved with troubleshooting. Replacement products were sent to the lay user/patient.

Manufacturer narrative:
Lifescan has requested the return of the subject device for evaluation, but has not yet received it. If the device is returned, lifescan will evaluate it and, if it does not pass inspection, lifescan will inform FDA of the results in a supplemental report.